Event description:
Elderly patient admitted following an abnormal stress test for progressive chest discomfort. On day of admission, pt underwent heart catheterization which revealed significant 3 vessel coronary disease with depressed left ventricular function. Pt then underwent successful percutaneous coronary intervention (pci) of the vein graft to the diagonal branch. Then physician performed an artherectomy of the left main coronary artery and left circumflex was attempted. Rotation artherectomy passed through the left main and proximal left circumflex. In the mid portion of the left circumflex obtuse marginal branch, there was a tight 90 degree bend. The device jumped forward and became caught within the vessel. Following the attempt to remove the device, the wire was noted to be fractured. Physician noted 8 centimeters of fractured wire to be located distally in the circumflex. Several attempts to snare with fractured wire resulted in a second coronary wire fracture along with perforation of the coronary artery. At the end of the procedure, pt sustained cardiopulmonary arrest. Pt was transferred to ICU in critical condition. While in ICU, pt went into recurrent cardiopulmonary arrest and family requested dnr status. Pt expired. Manufacturer response for artherectomy device, roto wire (per site reporter): boston scientific customer representative (rotowire) - cardiovascular was notified and has arranged for return of equipment for investigation. (B)(4). Abbott vascular representative (whisper wire) - notified of equipment event and has made arrangement for return of equipment for investigation. (B)(4).

Event description:
Elderly patient admitted following an abnormal stress test for progressive chest discomfort. On day of admission, pt underwent heart catheterization which revealed significant 3 vessel coronary disease with depressed left ventricular function. Pt then underwent successful percutaneous coronary intervention (pci) of the vein graft to the diagonal branch. Then physician performed an artherectomy of the left main coronary artery and left circumflex was attempted. Rotation artherectomy passed through the left main and proximal left circumflex. In the mid portion of the left circumflex obtuse marginal branch, there was a tight 90 degree bend. The device jumped forward and became caught within the vessel. Following the attempt to remove the device, the wire was noted to be fractured. Physician noted 8 centimeters of fractured wire to be located distally in the circumflex. Several attempts to snare with fractured wire resulted in a second coronary wire fracture along with perforation of the coronary artery. At the end of the procedure, pt sustained cardiopulmonary arrest. Pt was transferred to ICU in critical condition. While in ICU, pt went into recurrent cardiopulmonary arrest and family requested dnr status. Pt expired. Manufacturer response for artherectomy device, roto wire (per site reporter): boston scientific customer representative (rotowire) - cardiovascular was notified and has arranged for return of equipment for investigation. (B)(4). Abbott vascular representative (whisper wire) - notified of equipment event and has made arrangement for return of equipment for investigation. (B)(4).